Event description:
The blood flow was 2.8, rpm was 4500 and gas flow rate sweep was 4. The oxygenator inlet and outlet pressures at the time the issue occurred was 479 and 158 respectively. The delta p was 270. The issue occurred at 1630 and the initiation of support was at 1610. The device was said to not be returned for evaluation. The patient was said to now be deceased.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was said that the patient had severe aortic stenosis and had previously expressed that they would not want aggressive care options. The patient presented with cardiogenic shock following ventricular tachycardia (vt) arrest and required initiation of ECMO support, impella placement for left ventricular venting, and multiple inotropes and vasopressors for severe hemodynamic shock. After the ECMO initiation at 16:10, the oxygenator was exchanged at 16:30. The patient was transferred to the intensive care unit (ICU) and arrived at 18:00. The patient remained on the ECMO support overnight without complications related to the ECMO circuit. The following morning, the family arrived at the bedside and expressed that the patient would not have wanted to continue with aggressive life-sustaining measures. Given the patient's severe underlying cardiac disease, multiple arrests, critical illness, and poor likelihood of meaningful recovery to their prior baseline, the family decided to transition to comfort measures only. The patient was terminally extubated, and the family was brought to the bedside. ECMO support, impella support, and vasoactive medications were withdrawn. The patient expired at 11:54 a.m. The family declined postmortem examination. It was said the patient's death was unrelated to the oxygenator.

Manufacturer narrative:
Manufacturer's investigation conclusion:the report of suspected oxygenator thrombus could not be confirmed as no product or images were available. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with the eurosets oxygenator could not be conclusively established.the eurosets oxygenator, lot number 10276308, was not be returned for evaluation.the production documentation for the eurosets oxygenator, lot number 10276308, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Based on the information provided, this kind of issue is not considered by eurosets to be a fault in the oxygenator because clot formation cannot be due to the device itself. Eurosets concluded that based on the information provided, there was no correlation between the occurred event and the eurosets device.the eurosets oxygenator instructions for use (IFU) warns that during use, a spare oxygenator is necessary and warns that the device must be carefully and continuously checked by qualified healthcare professionals. Strictly monitor the device pressure gradient and gas transfer performances. The IFU also lists possible risks and side effects, including thrombosis/oxygenator clotting. These are potential side effects of all extracorporeal blood circulation systems. The IFU also provides several warnings and instructions related to anticoagulation. Absence of adequate anticoagulation may result in clotting within the system and consequently occlusion of the circuit. The IFU also states that if particular situations occur which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement.the production documentation for the eurosets oxygenator, lot number 10276308, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications.the eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including thrombosis/oxygenator clotting. These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU also warns that the patient and device must be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Strictly monitor the device pressure gradient and gas transfer performances. The IFU also includes the following warnings related to anticoagulation: before the cardiopulmonary bypass, administer to the patient an adequate dosage of anticoagulant, and adjust dosage through monitoring during and after the bypass. Weigh up the benefits of extracorporeal circulation against the risk of systemic anticoagulation. It is recommended to monitor blood coagulation parameters during bypass, in particular, activated clotting time (act), prothrombin time (pt), activated partial thromboplastin time (aptt), fibrinogen. An appropriate monitoring system of coagulation, based on each centre facilities (e.g. Act, aptt, pt) should be established. The anticoagulation therapeutic range should be based on an appropriate coagulation monitoring system relying on more than one parameter. Dependent upon other underlying coagulation changes, the act may both underestimate and overestimate the unfh effect in patients, which has the potential to lead to either supratherapeutic anticoagulation and bleeding as well as subtherapeutic anticoagulation and possible thrombosis. Therefore, it is recommended to follow the local hospital procedure for unfh dosage. Note: heparin may induce heparin-induced thrombocytopenia (hitt). Absence of adequate anticoagulation may result in clotting within the system and consequently occlusion of the extracorporeal circuit and the patient circuit. This can lead to inadequate patient support, thrombus formation, hemolysis, hemostasis and ischemia. As the particular rheological blood properties of individuals are not fully known in presence of anticoagulation therapy, conditions of hemorrhage or thrombosis that are difficult to control may occur. Thrombosis situation may lead to a possible marked decrease of the blood-gas exchanger performances (device thrombosis detectable through significant pressure drop, with consequent decreased blood flow and reduced gas exchange). Under the section titled ¿during bypass,¿ the IFU instructs to monitor activated clotting time (act), prothrombin time (pt), activated partial thromboplastin time (aptt), and fibrinogen. This section warns that the act (activated coagulation time) must always be =480 seconds to ensure adequate anticoagulation of extracorporeal circuit. Under the section titled ¿oxygenator replacement,¿ this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the perfusionist recognized a possible oxygenator thrombus and elected to change out the oxygenator. The details of event and actions performed were unclear.

Event description:
The act was 276 seconds, post-ECMO initiation and post-oxygenator exchange. The patient was said to now be deceased on (B)(6) 2025 at 1154. On (B)(6) 2025, the patient was admitted and underwent a transesophageal echocardiography (tee) with cardioversion. During the induction of anesthesia, the patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. The patient did not achieve return of spontaneous circulation (rosc) prior to initiation of extracorporeal support. The extracorporeal cardiopulmonary resuscitation (ecpr) was initiated at 1618 using an extracorporeal membrane oxygenation (ECMO) circuit with a euroset oxygenator (amg pmp adult oxygenator, abbott). No initial heparin bolus was administered prior to cannulation; heparin 12,000 units was administered at 1627. At initiation of ECMO therapy, the circuit flows were stable at approximately 3¿4 l/min with pump speeds of approximately 4500 rpm. Between 1629¿1630, a decrease in circuit flow was observed despite no change in pump speed. By 1630, flows had decreased to 2.8 l/min, and the patient¿s spo2 decreased to 92%. Continued low flow through the oxygenator was associated with further oxygen desaturation, with spo2 reaching 78% at 1643. Arterial blood gas results obtained during this time demonstrated a corresponding decrease in pao2. The pressure gradient across the oxygenator was measured at approximately 270 mmhg. Based on the observed decrease in circuit flow, increased pressure gradient across the oxygenator, and reduced oxygenation, the clinical team determined that an oxygenator exchange was indicated. ECMO support was temporarily interrupted to perform the exchange, which was completed by the perfusionist between 1720¿1730. Following replacement of the oxygenator, ECMO circuit function returned to expected performance with improved flows and patient oxygenation. An act measured at 1753 was 276 seconds.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.